Manufacturer narrative:
Age/ date of birth: unknown, information not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model pcb00 intraocular lens (iol) was explanted from patient's operative eye in a secondary surgical procedure because the doctor had implanted a lens with the wrong diopter. There was a delay of 15 minutes noted, the patient was brought back to the operating room to have the correct diopter lens implanted. Additional information received stated there was no vitrectomy, sutures or incision enlargement required. The replacement lens used is the same model, but higher 23.0. The patient was alright at the time of discharge. Visual acuity post-op (post-initial implant): 20/20. No additional information was received.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Device evaluation: sample is not available, the complaint issue reported could not be verified. However, based on the information provided, there was no failure against the lens reported, the doctor has implanted a lens with the wrong diopter. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed no additional investigation requests for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.